Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was in a slow atrial flutter and not maintaining mode switching. When it dropped out of mode switch they would track and have pacemaker mediated tachycardia (pmt). The patient was noted to be symptomatic with maximum tracking pacing. Atrial blank after ventricular pace had been programmed to 125 milliseconds due to farfield oversensing, but since then atrial flutter blanking had been programmed back to smart. Boston scientific technical services (ts) was consulted and upon review found that right ventricular (rv) pacing from sensor and biventricular trigger was causing functional undersensing from cross chamber blanking which allowed the atrial tachy response (atr) interval to be longer than the atr trigger rate interval. Ts also noted noise occasionally on the rv rate sense channel. Sometimes the dynamic noise algorithm worked allowing no oversensing, however other times the noise was oversensed and caused cross blanking and functional undersensing. Ts also noted occasional undersensing of atrial flutter waves. Further by the clinic found the rv noise to be due to diaphragmatic in nature. Since the patient is chronically in atrial fibrillation (af) and atrial flutter the implantable cardioverter defibrillator (ICD) was programmed to pace and sense in the ventricle only and the rv sensitivity was reprogrammed to 0.8 milliseconds. At this time the ICD and rv lead remain in service and no additional adverse patient effects were reported.